Manufacturer narrative:
A ge service representative performed an on site investigation. Reseated the gpos, performed a system file recovery. Also reseated the cables in the insystem disk. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. There is no report of injury or death associated with the event described in this complaint.